Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that was reported that there weren't any circumstances that led to the shocking. The patient stated that it would just shock them once in a while and it hadn't done it lately. The patient mentioned that they didn't know what steps were taken to resolve the issue, as they had only called the manufacturer. It was noted that the issue was resolved for right now. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was still being shocked. The patient reported no action had been taken besides notifying the manufacturer and she had not contacted her healthcare provider (hcp). It was reviewed that the patient should follow up with her hcp, and the patient stated she would.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were getting shocking in the neck area. The patient confirmed that there were no falls or trauma that may have led or contributed to the issue. It was noted that the shocking occurred a few months ago. The patient was redirected to follow up with their healthcare provider (hcp) to discuss symptoms and check the device. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when they had the device changed, it shocks a couple of days. The patient reported that after a few days the shocking stopped. It still shocks occasionally.